Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-sept-19 confirming that the cause was not known at that time but that follow-up with the patient would be performed on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient will be having an MRI and x-rays done. The rep stated that the patient felt the heating sensation when not recharging as well. They noted that the patient was using high density settings, so the rep switched the patient to low density settings to see if the battery will continue to feel hot inside of the pocket. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for spinal pain. The patient reported that they feel their implantable neurostimulator (ins) get hot internally when they are recharging. They also noted that the thermometer icon comes up on the recharger screen. It was mentioned that no troubleshooting has been done at this time, as the ins is discharged. The issue was not resolved at the time of the report. No further complications were reported or anticipated.